Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, anxiety, depression and alopecia outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/tip broke during removal and had to be retrieved during surgery"), pelvic pain ("pain/pain: pelvic") and autoimmune thyroiditis ("autoimmune disease: hashimotos disease") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation on (B)(6) 2016, vaginal bleeding, menorrhagia, rash (unspecified) and melanoma (anterior neck). Previously administered products included for birth control: ortho-tricyclen and mirena. Concurrent conditions included body mass index normal, ovarian cyst, adjustment disorder with anxiety, asthma, post coital bleeding and nickel sensitivity. Concomitant products included contraceptives for topical use for birth control as well as doxycycline, levothyroxine and thyroid (armour thyroid). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of alopecia ("hair loss"), menstruation irregular ("irregular cycle/irregular periods"), urticaria ("hives/hives on back"), acne ("acne"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), dysphonia ("hoarse voice"), abdominal distension ("bloating"), pain in extremity ("pain in my extremities"), abdominal pain lower ("cramps"), abdominal pain ("pain: abdominal/pain: abdomen"), vaginal discharge ("vaginal discharge"), arthralgia ("pain: hip/joints"), groin pain ("pain: groin"), neuralgia ("pain: nerve pain") and pain ("body aches"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), anxiety ("anxiety"), hypothyroidism ("hypothyroid"), paraesthesia ("tingling sensations"), panic attack ("panic attacks"), memory impairment ("forgetfulness"), eye pain ("vision/eye problems - type: eye pain"), weight increased ("weight gain"), gastrointestinal anastomotic leak ("leaky gut") and the second episode of alopecia ("hair thinning"). On (B)(6) 2016, 1 year 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In december 2016, the patient experienced depression ("depression") and tooth disorder ("dental problems"). On an unknown date, the patient experienced food allergy ("allergic or hypersensitivity reaction type: food related"), muscle strain ("strain"), swelling face ("swelling of face") and feeling abnormal ("brain fog"). The patient was treated with surgery and surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the urticaria, rash, neuralgia and feeling abnormal had resolved. At the time of the report, the device breakage, pelvic pain, autoimmune thyroiditis, anxiety, depression, hypothyroidism, menstruation irregular, food allergy, acne, migraine, headache, tooth disorder, paraesthesia, panic attack, memory impairment, eye pain, muscle strain, fatigue, gastrointestinal anastomotic leak, swelling face, dysphonia, abdominal distension, pain in extremity, the last episode of alopecia, abdominal pain lower, abdominal pain, vaginal discharge and pain outcome was unknown and the vaginal haemorrhage, menorrhagia, weight increased, arthralgia and groin pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, arthralgia, autoimmune thyroiditis, depression, device breakage, dysphonia, eye pain, fatigue, feeling abnormal, food allergy, gastrointestinal anastomotic leak, groin pain, headache, hypothyroidism, memory impairment, menorrhagia, menstruation irregular, migraine, muscle strain, neuralgia, pain, pain in extremity, panic attack, paraesthesia, pelvic pain, rash, swelling face, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: current weight 150 lbs per mr: insert passed on left, deployed and 2 coils left visible. Insert passed with slow steady pressure on right, deployed and 2 coils left visible. Instruments removed , good hemostasis. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Smear cervix - in (B)(6) 2017: dysplasia of cervix lowgrade cin 1 . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: anxiety, depression, urticaria, swelling of face, dysphonia, alopecia, headaches, fatigue and abdominal distension, vaginal hemorrhage, hashimoto's thyroiditis, cramps, hypothyroidism." Most recent follow-up information incorporated above includes: on 19-jun-2018: reporter information was added. This case concerns 32 year old patient. Her demographic was added. Her historical medication/condition and concurrent conditions were added. Lab data was added. Essure indication was added. Her concurrent conditions were added. Per pfs: following events: device breakage/tip broke during removal and had to be retrieved during surgery, hypothyroid, irregular cycle/menstruation irregular, abnormal bleeding (vaginal)/abnormal vaginal bleeding, allergic or hypersensitivity reaction type: food related, hives/hives on back, acne, rashes, migraines, headaches, dental problems, tingling sensations, panic attacks, forgetfulness, vision/eye problems - type: eye pain; strain, fatigue, weight gain, leaky gut, swelling of face, hoarse voice, bloating, pain in my extremities, hair thinning, cramps, pain: abdominal/pain: abdomen, vaginal discharge, pain: hip/joints, pain: hip/joints, pain: groin, pain: nerve pain, pain: body aches; autoimmune disease: hashimotos disease; incident no lot number :or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/tip broke during removal and had to be retrieved during surgery"), pelvic pain ("pain/pain: pelvic") and autoimmune thyroiditis ("autoimmune disease: hashimotos disease") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation on (B)(6) 2016, vaginal bleeding, menorrhagia, rash (unspecified) and melanoma (anterior neck). Previously administered products included for birth control: ortho-tricyclen and mirena. Concurrent conditions included body mass index normal, ovarian cyst, adjustment disorder with anxiety, asthma, post coital bleeding and nickel sensitivity. Concomitant products included contraceptives for topical use for birth control as well as doxycycline, levothyroxine and thyroid (armour thyroid). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of alopecia ("hair loss"), menstruation irregular ("irregular cycle/irregular periods"), urticaria ("hives/hives on back"), acne ("acne"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), dysphonia ("hoarse voice"), abdominal distension ("bloating"), pain in extremity ("pain in my extremeties"), abdominal pain lower ("cramps"), abdominal pain ("pain: abdominal/pain: abdomen"), vaginal discharge ("vaginal discharge"), arthralgia ("pain: hip/joints"), groin pain ("pain: groin"), neuralgia ("pain: nerve pain") and pain ("body aches"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), anxiety ("anxiety"), hypothyroidism ("hypothyroid"), paraesthesia ("tingling sensations"), panic attack ("panic attacks"), memory impairment ("forgetfulness"), eye pain ("vision/eye problems - type: eye pain"), weight increased ("weight gain"), gastrointestinal anastomotic leak ("leaky gut") and the second episode of alopecia ("hair thinning"). On (B)(6) 2016, 1 year 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced depression ("depression") and tooth disorder ("dental problems"). On an unknown date, the patient experienced food allergy ("allergic or hypersensitivity reaction type: food related"), muscle strain ("strain"), swelling face ("swelling of face") and feeling abnormal ("brain fog"). The patient was treated with surgery and surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the urticaria, rash, neuralgia and feeling abnormal had resolved. At the time of the report, the device breakage, pelvic pain, autoimmune thyroiditis, anxiety, depression, hypothyroidism, menstruation irregular, food allergy, acne, migraine, headache, tooth disorder, paraesthesia, panic attack, memory impairment, eye pain, muscle strain, fatigue, gastrointestinal anastomotic leak, swelling face, dysphonia, abdominal distension, pain in extremity, the last episode of alopecia, abdominal pain lower, abdominal pain, vaginal discharge and pain outcome was unknown and the vaginal haemorrhage, menorrhagia, weight increased, arthralgia and groin pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, arthralgia, autoimmune thyroiditis, depression, device breakage, dysphonia, eye pain, fatigue, feeling abnormal, food allergy, gastrointestinal anastomotic leak, groin pain, headache, hypothyroidism, memory impairment, menorrhagia, menstruation irregular, migraine, muscle strain, neuralgia, pain, pain in extremity, panic attack, paraesthesia, pelvic pain, rash, swelling face, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: current weight 150 lbs. Per mr: insert passed on left, deployed and 2 coils left visible. Insert passed with slow steady pressure on right, deployed and 2 coils left visible. Instruments removed , good hemostasis. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Smear cervix - in (B)(6) 2017: dysplasia of cervix lowgrade cin 1 . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: anxiety, depression, urticaria, swelling of face, dysphonia, alopecia, headaches, fatigue and abdominal distension, vaginal hemorrhage, hashimoto's thyroiditis, cramps, hypothyroidism." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/tip broke during removal and had to be retrieved during surgery'), pelvic pain ('pain/pain: pelvic'), autoimmune thyroiditis ('autoimmune disease: hashimotos disease'), metal poisoning ('metal/nickel poisoned') and gastrointestinal anastomotic leak ('leaky gut') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2016, vaginal bleeding, menorrhagia, rash (unspecified) and melanoma (anterior neck). Previously administered products included for birth control: ortho-tricyclen and mirena. Concurrent conditions included body mass index normal, ovarian cyst, adjustment disorder with anxiety, asthma, post coital bleeding and nickel sensitivity. Concomitant products included contraceptives for topical use for birth control as well as doxycycline, levothyroxine and thyroid (armour thyroid). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of alopecia ("hair loss"), menstruation irregular ("irregular cycle/irregular periods"), urticaria ("hives/hives on back"), acne ("acne"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), dysphonia ("hoarse voice"), abdominal distension ("bloating"), pain in extremity ("pain in my extremities"), abdominal pain lower ("cramps"), abdominal pain ("pain: abdominal/pain: abdomen"), vaginal discharge ("vaginal discharge"), arthralgia ("pain: hip/joints/knee and wrist ache"), groin pain ("pain: groin"), neuralgia ("pain: nerve pain") and pain ("body aches"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), gastrointestinal anastomotic leak (seriousness criterion medically significant), anxiety ("anxiety"), hypothyroidism ("hypothyroid"), paraesthesia ("tingling sensations"), panic attack ("panic attacks"), memory impairment ("forgetfulness"), eye pain ("vision/eye problems - type: eye pain") and the second episode of alopecia ("hair thinning") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. In (B)(6) 2016, the patient experienced depression ("depression") and tooth disorder ("dental problems"). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), food allergy ("allergic or hypersensitivity reaction type: food related"), muscle strain ("strain"), swelling face ("swelling of face"), feeling abnormal ("brain fog"), eye irritation ("burning eye"), hot flush ("hot flashes"), allergy to metals ("(the metal/nickel! I'm apparently very allergic)"), inflammation ("inflammation") and eye swelling ("swollen eye"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the urticaria, rash, neuralgia and feeling abnormal had resolved. At the time of the report, the device breakage, pelvic pain, autoimmune thyroiditis, metal poisoning, gastrointestinal anastomotic leak, anxiety, depression, hypothyroidism, menstruation irregular, food allergy, acne, migraine, headache, tooth disorder, paraesthesia, panic attack, memory impairment, eye pain, muscle strain, fatigue, swelling face, dysphonia, abdominal distension, pain in extremity, the last episode of alopecia, abdominal pain lower, abdominal pain, vaginal discharge, pain, eye irritation, hot flush, allergy to metals, inflammation and eye swelling outcome was unknown and the vaginal haemorrhage, menorrhagia, weight increased, arthralgia and groin pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, anxiety, arthralgia, autoimmune thyroiditis, depression, device breakage, dysphonia, eye irritation, eye pain, eye swelling, fatigue, feeling abnormal, food allergy, gastrointestinal anastomotic leak, groin pain, headache, hot flush, hypothyroidism, inflammation, memory impairment, menorrhagia, menstruation irregular, metal poisoning, migraine, muscle strain, neuralgia, pain, pain in extremity, panic attack, paraesthesia, pelvic pain, rash, swelling face, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: current weight 150 lbs. Per mr: insert passed on left, deployed and 2 coils left visible. Insert passed with slow steady pressure on right, deployed and 2 coils left visible. Instruments removed , good hemostasis. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Smear cervix - in (B)(6) 2017: results: dysplasia of cervix lowgrade cin 1. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: anxiety, depression, urticaria, swelling of face, dysphonia, alopecia, headaches, fatigue and abdominal distension, vaginal hemorrhage, hashimoto's thyroiditis, cramps, hypothyroidism, eye irritation, hot flushes, allergy to metal and inflammation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received- new events : burning eye, hot flashes, (the metal/nickel! I'm apparently very allergic), inflammation, eye swelling, metal poisoning were added. Reporter information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/tip broke during removal and had to be retrieved during surgery') and pelvic pain ('pain/pain: pelvic') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2016, vaginal bleeding, menorrhagia, rash (unspecified) and melanoma (anterior neck). Previously administered products included for birth control: ortho-tricyclen and mirena. Concurrent conditions included body mass index normal, ovarian cyst, adjustment disorder with anxiety, asthma, post coital bleeding and nickel sensitivity. Concomitant products included contraceptives for topical use for birth control as well as doxycycline, levothyroxine and thyroid (armour thyroid). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of alopecia ("hair loss"), menstruation irregular ("irregular cycle/irregular periods"), food allergy ("allergic or hypersensitivity reaction type: food related"), urticaria ("hives/hives on back"), acne ("acne"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), dysphonia ("hoarse voice"), abdominal distension ("bloating"), pain in extremity ("pain in my extremeties"), abdominal pain lower ("cramps"), abdominal pain ("pain: abdominal/pain: abdomen"), vaginal discharge ("vaginal discharge"), arthralgia ("pain: hip/joints/knee and wrist ache"), groin pain ("pain: groin"), neuralgia ("pain: nerve pain"), pain ("body aches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced autoimmune thyroiditis ("autoimmune disease: hashimotos disease"), gastrointestinal anastomotic leak ("leaky gut"), anxiety ("anxiety"), hypothyroidism ("hypothyroid"), paraesthesia ("tingling sensations"), panic attack ("panic attacks"), memory impairment ("forgetfulness"), eye pain ("vision/eye problems - type: eye pain"), swelling face ("swelling of face"), the second episode of alopecia ("hair thinning") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. In (B)(6) 2016, the patient experienced depression ("depression") and tooth disorder ("dental problems"). On an unknown date, the patient experienced metal poisoning ("metal/nickel poisoned"), muscle strain ("strain"), eye irritation ("burning eye"), hot flush ("hot flashes"), allergy to metals ("(the metal/nicke! I'm apparently very allergic)"), inflammation ("inflammation"), eye swelling ("swollen eye") and asthenopia ("eye strain"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the urticaria, rash, neuralgia and feeling abnormal had resolved. At the time of the report, the device breakage, pelvic pain, autoimmune thyroiditis, metal poisoning, gastrointestinal anastomotic leak, anxiety, depression, hypothyroidism, menstruation irregular, food allergy, acne, migraine, headache, tooth disorder, paraesthesia, panic attack, memory impairment, eye pain, muscle strain, fatigue, swelling face, dysphonia, abdominal distension, pain in extremity, the last episode of alopecia, abdominal pain lower, abdominal pain, vaginal discharge, pain, eye irritation, hot flush, allergy to metals, inflammation, eye swelling, dysmenorrhoea and asthenopia outcome was unknown and the vaginal haemorrhage, menorrhagia, weight increased, arthralgia and groin pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, anxiety, arthralgia, asthenopia, autoimmune thyroiditis, depression, device breakage, dysmenorrhoea, dysphonia, eye irritation, eye pain, eye swelling, fatigue, feeling abnormal, food allergy, gastrointestinal anastomotic leak, groin pain, headache, hot flush, hypothyroidism, inflammation, memory impairment, menorrhagia, menstruation irregular, metal poisoning, migraine, muscle strain, neuralgia, pain, pain in extremity, panic attack, paraesthesia, pelvic pain, rash, swelling face, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: current weight 150 lbs per mr: insert passed on left, deployed and 2 coils left visible. Insert passed with slow steady pressure on right, deployed and 2 coils left visible. Instruments removed , good hemostasis. Patient tolerated procedure well. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: anxiety, depression, urticaria, swelling of face, dysphonia, alopecia, headaches, fatigue and abdominal distension, vaginal hemorrhage, hashimoto's thyroiditis, cramps, hypothyroidism, eye irritation, hot flushes, allergy to metal and inflammation." Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion. Smear cervix - in june 2017: results: dysplasia of cervix lowgrade cin 1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- dysmenorrhea (cramping). Onset date of event food allergy, swelling face , feeling abnormal were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.